Event description:
On (B)(6) 2012 the reporter contacted animas alleging that when trying to change the cartridge the keypad buttons became unresponsive; reporter removed the battery to try to get buttons to respond but now the pump is stuck on the verify screen. The reporter indicates the rubber keypad is intact: no tears noted or recent trauma noted to pump. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): the up arrow button was found to be unresponsive to presses; all other keypad buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts. The pump was opened and evidence of moisture was observed inside the pump.